Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replace the erbe generator to resolve it. The system was tested and verified as ready for use. Isi received the erbe generator involved with this complaint to perform failure analysis. The unit was analyzed, and the customer reported complaint on error c-34 was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted simple proctectomy surgical procedure, the customer called to report that the monopolar instrument wasn¿t recognized by the erbe generator. Prior to calling, the customer replaced the energy cable 3 times and the instrument as well. Furthermore, the customer rebooted the generator, but the problem persisted. The customer stated that this issue was only occurring on one system. The intuitive surgical, inc. (Isi) technical support engineer (tse) detected several c-34 errors on the affected generator and informed the customer that this generator needed to be replaced. The isi tse informed the customer about the possibility of using a 3rd party generator (covidien valleylab force triad) and informed them how to connect/use it. The customer stated that they had the device and were planning to set it up accordingly. The isi tse offered his assistance if needed. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the integrated electro surgical unit (iesu) for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.